Event description:
An optometrist reported that following photo refractive keratectomy (prk), the pt underwent an enhancement procedure and presented with corneal haze in the right eye. The steroid drops were increased. Additional info has been requested.

Manufacturer narrative:
A review of the log files shows that all treatment were completed to 100% and all laser system functions were within specifications on the date of treatment. The system history shows that the laser was verified successfully prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. Attempts to obtain additional info have been made. No new info has been received. (B)(4).